Event description:
It was reported the video system center had image dropouts: the image went black for a fraction of a second, but then immediately reappeared. The issue occurred during sedation for a diagnostic endoskopic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation will be performed based on the provided information by the customer and the field service. The device was not returned to olympus for inspection, and the reported failure was not confirmed. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.